Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration and aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. No difficulty or abnormality were observed during the procedure. The patient tolerated the procedure. During follow-up visits (date unknown), the shrinkage of the aneurysm was confirmed; however the proximal edge of the trunk-ipsilateral leg component had gradually migrated distally (distance unknown). The physician stated that the patient's proximal neck had circumferential thrombosis, and that the cause of the migration was due to the neck dilation. In (B)(6) 2016 (date unknown), follow-up cta images confirmed that the proximal edge of the trunk-ipsilateral leg component fell into the aneurysm sac, and that the aneurysm enlarged from 66mm (diameter prior to the initial procedure) to 74mm. On (B)(6) 2016, the patient underwent abdominal aorta replacement surgery with a surgical graft of unknown manufacturer. The devices were all explanted. The patient tolerated the surgery.